Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8709, lot# l65388, implanted: (B)(6), explanted: (B)(6), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 10 mg/ml morphine at a dose of minimum rate via an implantable infusion pump for non-malignant pain. It was reported that the catheter could not be aspirated. The entire catheter was replaced on (B)(6) and rep was not sure if a dye study was attempted in the previous days. A 0.251 ml prime was to be performed. The patient had been on minimum rate and would be on minimum rate after the prime of catheter volume only was performed. No symptoms were reported and no further complications were expected or anticipated.